Event description:
It was reported that the buccal bone slightly fractured during placement. The patient's bone was too thin. Implant was removed and site was grafted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
The returned product (tsvtb10 lot number 1249748) cannot be located by the manufacturer, attempts have been made to locate the product and at this time the location remains unknown. Therefore, the product has not been physically inspected and visual/functional evaluation could not be performed. The investigation has been completed based on the available device information and complaint history review. Events related to missing product are being tracked and trended, these events are considered to be remote and remain below the occurrence rate. In the event that the product is found, the complaint will be reopened to evaluate the returned product and additional MDR reports shall be submitted as required. No pre-existing conditions were noted on the per. The reported device was located on tooth #28 and was used same day pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: contraindications warnings changes in performance adverse effects DHR review: DHR review was completed for the subject lot number (1249748). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1249748) for similar event and no other complaint was identified. Review completed utilizing keywords: bone fracture post market trend review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.